Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue; however, through a review of the electronic patient record, the reported power issue was verified to have occurred. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power during an attempt to print. There was no indication of any patient use associated with the reported issue.